Event description:
On (B)(6) 2014, manufacturer's employee identified published literature from the journal of the american osteopathic college of radiology 2014; vol 3, issue 3, which reported a case involving a (B)(6)-year-old woman with hepatocellular carcinoma who underwent drug-eluting bead transarterial chemoembolization (deb-tace). On the first routine follow-up CT six-seeks post procedure, the patient was found to have residual enhancing tumor and active intra-tumoral hemorrhage. Follow-up laboratory values demonstrated a decrease in hemoglobin. Subsequent catheter arteriogram confirmed active arterial hemorrhage as well as enhancement along the periphery, suggestive of residual tumor, which was treated with repeat embolization. Several arteries supplying the residual tumor were embolized using drug eluting bead transcvatheter chemoembolization (deb-tace). Additionally, the active arterial extravasation was treated with 0.018" coil embolization using platinum microcoils achieving post-embolization hemostasis. Nine-month follow up, imaging demonstrated no residual enhancing tumor or evidence of active extravasation of contrast material. Please note that deb-tace procedure was performed twice: first procedure = 2 vials of lc bead 100-300/150mg doxorubicin total dose. Second procedure = 6 weeks later; 100-300 lc bead loaded with 75mg doxorubicin administered to each feeding vessel with microcoils in 2 arteries possibly preventing retreatment by tace in the future. The patient was observed in the hospital and then discharged on post-embolization day three. The patient's hemoglobin remained stable throughout the hospital stay. At her one month follow-up visit, the patient denied pain and had improved significantly with stable laboratory values. Follow-up multiphasic dce-CT at nine months demonstrated no residual enhancing tumor or evidence of active extravasation of contrast material.

Manufacturer narrative:
Lc bead with doxorubicin was reported to have been used in the treatment of this patient. Lc bead is not indicated for use with doxorubicin. Lc bead is not indicated for use with doxorubicin. Lc bead, is available in the USA and is indicated for the treatment of hypervascular tumours and avms. The device has not been sent to the manufacturer for evaluation. Batch review will not be possible for this case if the reporter does not specify lot number. No product malfunction/deficiency has been identified given case information. Medical assessment: patient suffered intratumoral haemorrhage resulting in significant drop in haemoglobin following deb-tace requiring hospitalization. This is an event of serious harm. Further details are necessary, but event should be considered medically reportable at this time.